Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of hematoma, renal failure and occlusion are listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (eifu) as known patient effects of stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3, d6a-estimated dates d4: the UDI number is not known as the part and lot number were not provided. Attachment article titled "study of endovascular treatment in obstructive aortoiliac lesions: immediate and short-term results"

Event description:
It was reported in an article summary that aorto-iliac occlusive disease (aiod) is a common atherosclerotic disease causing significant morbidity. Patients with aorto-iliac occlusive diseases who underwent endovascular therapy were enrolled in the study. Their demographic data and risk factors were recorded. Patients were followed at 3 and 6 months and their primary patency rate and symptom status were recorded. Either an absolute pro self expanding stent or an omnilink elite stent were implanted. Access site hematoma and contrast-induced nephropathy were present in 7% and 5% of patients respectively. Patients with contrast induced nephropathy pre-existing chronic kidney disease. Stent patency rate was 97% and 95% at 3 and 6 months follow up respectively. It was concluded that endovascular therapy in aorto-iliac occlusive disease is a safe, effective, and low-cost treatment option with a high patency rate and symptomatic improvement in the short-term. Additional information can be found in the article "study of endovascular treatment in obstructive aortoiliac lesions: immediate and short-term results".